Event description:
It was reported to boston scientific corporation in 2006, that a c.r.e.a balloon dilatation catheter was used during a procedure on the same day, (patient gender, age and weight unknown). According to the complainant, during the procedure the balloon was inflated to 3 atm without any problems. When the balloon was inflated to 4.5 atm the balloon ruptured inside of the patient. The balloon could not be removed from the scope; therefore the scope and device were removed from the patient as a unit. The balloon was cut and removed from the scope. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
A visual examination of the returned sample revealed that the balloon was torn longitudinally and the catheter was cut into two pieces. The cause of the reported malfunction could not be determined. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted.